Event description:
On (B)(6) 2013, the pt was treated for abdominal aortic aneurysm using a gore excluder aaa endoprosthesis with good apparent result. At an unspecified date within the following weekend, the pt developed haematoma in right groin. On (B)(6) 2013, computed tomography angiography demonstrates leaking suture line in pt's groin and possible type 3 endoleak. On (B)(6) 2013, the pt was operated upon to treat leak in suture line and apparent migration of contralateral leg component and possible type 3 endoleak. Pt recovering as inpatient.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.